Manufacturer narrative:
(B)(4). Upon further investigation, the reported condition of a colleague infusion pump with a failure code 812:03 was confirmed during event history log review; but could not be reproduced during product evaluation. The reported condition of failure code 812:03 was cascaded from failure code 812:05 per product evaluation. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 812:03. It is unknown when this condition occurred. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 812:03 was not confirmed nor reproduced during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.